Event description:
A low glucose reading issue was reported with the use of the abbott diabetes care (adc) device. The customer received an unspecified low glucose reading with the adc device and the customer did not notice a trend arrow on the device. As a result, the customer experienced symptoms described as "unbalanced sensation, blurred vision," a loss of consciousness, and was able to self-treat with "glucoboost oral gel" and food provided by a healthcare professional (hcp). There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.